Event description:
Reportable based on the product analysis completed on (B)(4)-2012. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. Access was obtained through the femoral artery. The 3x26mm, de novo, 80% stenotic, eccentric shaped lesion was located in the mildly tortuous and mildly calcified proximal posterior descending artery. The physician predilated the lesion with a 3.0 x12mm maverick balloon and then advanced the 3.0x32mm promus element stent to the lesion, but was unable to cross the lesion. The procedure was completed with a 3.0x30mm, 2.5x15mm and 3.5x26mm non-bsc stents and a 2.75x16mm promus element stent. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination of the stent revealed that the struts on the first two rows from the distal end were raised. Struts on rows one through three from the proximal end were raised and bunched together. The outer diameter of the undamaged portion of the stent was measured and met specifications. The balloon showed signed of having been partially inflated. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction. Several kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).